Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old pacific islander female underwent breast augmentation revision with 650cc saline mentor smooth round moderate plus profile breast implants and experienced deflation and burning sensation on the right side postoperatively. As a result, the patient underwent device removal and replacement with saline mentor smooth round moderate profile breast implants, catalog number 3501685 on the right side and 3501690 on the left side, serial number (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020.